Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that data was submitted for a technical services (ts) evaluation of a previously recorded episode in which t-wave oversensing of atrial fibrillation and possible misaligned electrogram markers was observed. The request at this time for recommendations regarding reprogramming optimizations aligned with the patients onsite routine follow-up. The ts evaluation confirmed agreement with the physician concerns regarding the presence of misaligned markers. Ts sated the observation appeared to be related to a temporary device firmware processing delay which occurred during connection attempt to the latitude remote monitoring system. Upon entry into a misaligned marker condition, device sensing and detection features, could be effected up until the device completes a subsequent latitude interrogation. Memory from this specific device was reviewed and confirmed that this subsequent connection had taken place. No device error codes were observed and normal operation was confirmed. To date, this device remains implanted and in service without adverse patient effects.